Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within one month post implant, the patient developed lethargy, tiredness, with no energy and a heart rate that was, "low during the day and high at night." The patient was initially placed on anti-arrhythmia medication. It was subsequently, discovered that the implantable pulse generator (ipg) device clock was 12 hours off the correct time, causing a pacing problem, with a sleep feature on, that was active at inappropriate times of day. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.